Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An operating room supervisor reported that the cut quality of ophthalmic knives was very unequal. Procedures details and patients impact information are unknown. Additional information has been requested but not received to date.

Event description:
Additional information was received on the returned questionnaire which confirmed that the irregular incision was not watertight, but that no surgical intervention or unplanned medical intervention was required.